Event description:
It was reported that pump did not power on when connected to a wall outlet by usb cable, with no lights or red flashing indicator appearing even after multiple attempts using different cables and outlets. There was no reported impact to the customer¿s blood glucose level. Distributor planned to return device for evaluation, and a replacement pump was arranged, but no additional information was received regarding the outcome of the event.